Manufacturer narrative:
Evaluation method biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a blister on his side under an electrode. The patient's skin was reportedly raw around the electrode. The patient's physician advised the patient to use an ointment on the irritation and to use a bandage. Follow-up indicated that the irritation was healing.